Event description:
Customer states that the physician had a bilateral venous ablation on this patient. After the first vein was properly ablated, the second vein was ablated. On the post scan, the physician states that the second leg was completely opened and the vein did not close. They are going to have to redo the second leg.

Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. The generator messages were appropriate at each step. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle.